Event description:
A consumer implanted for other pain indications reported the device ¿stopped working a month ago in (B)(6),¿ and they were no longer able to recharge the implantable neurostimulator (ins). It was further reported the consumer ¿fell a year ago (either 2014 or 2015), and it hurt my spine, and I couldn¿t get as good of coverage since then,¿ and they experienced a loss of therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional reported that the device was not working and the patient experienced symptoms related to the device or therapy, though they didn¿t know what this meant exactly. It was unknown when the issue began.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.